Event description:
It was reported that, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative maneuvers were performed; the noise was reproduced. No additional intervention has been performed. The patient was stable.